Event description:
The customer contacted baxter's technical service center regarding a check drain line alarm, which occurred on the homechoice during prime. The patient was not connected. The baxter technical service representative (tsr) had the patient inspect the drain line for kinks and occlusions. The tsr made sure the patient was using a new extension. The tsr had the patient loosen the tape and check to see if the drain line was submerged in the water. The patient stated that the line was submerged and readjusted the line. Removing the drain line from the toilet water resolved the alarm and the patient resumed prime. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported check drain line alarm. The rn was not aware of the alarm. Baxter product surveillance proceeded to inform the rn that the alarm had been caused by the patient submerging the drain line in the drain receptacle and that baxter recommended a review of proper procedures. The rn stated that the patient was continuing therapy successfully on the cycler. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a check drain line alarm was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was due to use error, the patient submerging the drain line in the toilet. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.